Manufacturer narrative:
B3: used 06/01/2022 as event date as procedures occurred from june 2022 to april 2024. D3 model number, d3 lot number, d4 expiration date, d4 unique identifier (UDI) # are unknown as the information was not provided in the literature article. Literature citation: hussain k et al. Impact of moderate sedation on electrophysiology lab time for left atrial appendage occlusion using 4d intracardiac echocardiography. J cardiovasc electrophysiol. 2024;1-9. Doi:10.1111/jce.16445.

Event description:
Reported via journal article. It was reported that a hematoma occurred. The following event was obtained via a retrospective article following an observational cohort study of 135 consecutive patients who were referred for left atrial appendage closure procedures where watchman flx closure devices were implanted using the watchman fxd curve access system during the time frame between june 2022 and april 2024. It was reported that the following serious injuries occurred: acute procedural complications included groin hematoma, or a complication that required a prolonged or additional hospital stay.